Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported the patient is undergoing radiation therapy and a power on reset had occurred on the device. The parameters were restored to the desired programming and the device remains in use. No patient complications have been reported as a result of this event.